Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) has been confirmed. As received, the belt failed incoming testing. Upon evaluation, there was an open pulse wire inside the cable connecting the distribution node (dn) and rear therapy electrodes. The cause of the non-functional electrodes and incoming test failure is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional.